Manufacturer narrative:
E1: initial reporter establishment name(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced an issue where the video image was temporarily cut off during preoperative confirmation and turned into a color bar. The issue occurred during setup/inspection for use (in the room, before the patient entered) of an unspecified therapeutic procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9 - date returned to mfg, h3, h6, h11. Corrected fields: h6 - medical device problem code (the a090206 code was not inadvertently added to the initial emdr). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.